Manufacturer narrative:
E1: initial reporter postal code: (B)(6) h4: the lot was manufactured between (B)(6) 2025 and (B)(6) 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph observed that the device¿s coil cap was separated from its cover, and the device¿s bladder was ruptured. The reported condition was verified. The cause of reported condition could not be determined. However, the separated coil cap may be caused by an undersized lug diameter on the cover. The bladder rupture may be due to inherent variation in the material from manufacturing, as bladders are manufactured with rubber. Working with rubber causes natural variations in production that make ruptures a known failure mode. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured along its length, resulting in sudden leakage of approximately 100 ml of fluid, and the coil cap was separated from the housing. The device contained 5 fluorouracil and saline. This occurred during filling. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H11: the actual device was not available; however, an unused companion sample was received for evaluation. A functional test was performed no evidence of bladder rupture or separated coil cap was observed. The returned sample was a conforming product. The reported condition was not verified on the companion sample. The issue of coil cap separating from its cover is likely to be detected prior to use and renders the device unusable and the issue is unlikely to cause or contribute to serious injury. Should additional relevant information become available, a supplemental report will be submitted.